Event description:
It was reported that this electrode was explanted due to impedance issues. The additional intervention occurred during a procedure to replace the associated subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed a battery depletion (bd) alert and premature battery depletion was confirmed via engineering analysis of the device data. This electrode and the associated sicd were successfully replaced with another bsc system. This electrode was returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.